Event description:
It was reported that a screw came loose from an impactor handle and was able to be recovered.

Manufacturer narrative:
Email complaint was issued feb, 10th, 2023 for the impactor handle ed-07827. The lot number on the device is e202701. This indicates a manufacture date of may 27th, 2020 per wi-0501-13 rev ab, production identifier method for direct part marking. One of the 2 set screws fell loose during tibial preparation/keel punch. The screw did fall into the incision, but was recovered with a pair of forceps. It did not prolong the surgery more than 15 minutes, the screw and impactor handle were removed and set aside, and new tray was opened to finish the case. No injury has been reported. There is no any impact to surgery. Handle was returned for evaluation. There was no noted loctite on a screw, which is the likely reason why the screw fall out of a handle 3/2/2023 after reviewing the investigation, the reportable status was updated to be reportable. The screw did fall into the incision, although the screw was seen and removed with no other patient impact.